Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a discolored cable. A functional evaluation revealed a stuck left button causing the device to run continuously. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of activation failure was not confirmed. Factors that can contribute to a device not turning on include failure of a concomitant device. The complaint of physical resistance/sticking was confirmed. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the stuck left button include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a demo service the mdu wont turn on. There was no patient involvement. A functional evaluation was performed on the returned device and a stuck left button causing the device to run continuously.